Event description:
The facility reported that the aids put the sling under the resident and raised her to move her to a chair. Once moved off the bed and over the floor, the strap tore away from the shoulder area of the sling and the resident rolled out of the sling, hitting the edge of the bed and then landing on the floor. The resident was taken to the ER and was admitted to the hospital. The resident sustained a fractured hip and contusions to the face.